Manufacturer narrative:
Additional information: the device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be explicitly determined. A potential root cause could be due to using the recycled resin for the device printing which could have caused the device to fracture. The manufacturer internal reference number is: (B)(4)..

Manufacturer narrative:
A sample device was returned for analysis. An investigation will be completed, and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a silent nite 3d one piece appliance fractured on upper right occlusal. No injury was reported.